Event description:
Case description: investigation results: novopen 5, batch number: hvgn932 a visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. It was not possible to reach the memory. Memory display was blank. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts. Microscopic examination performed. Corrosion was observed inside the electronic module. The display has turned blank due to corrosion of the electronics, as a liquid has entered the pen. The mechanical function of the pen is not affected by the faulty display, but it is not possible to use the dose memory function. The fault was caused by accidental damage during use of the device. Novomix 30 penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available since last submission the case has been updated with the following: improper use or storage ticked yes device returned to manufacturer was ticked as returned to manufacturer. Investigation results was added. Annex bcdg codes added narrative updated accordingly. Final manufacturer's comment: 08-aug-2023: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Upon visual examination, foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem is not related to any novo nordisk processes and it is a result of accidental damage during use of the device. Memory display was blank. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The display has turned blank due to corrosion of the electronics, as a liquid has entered the pen. The mechanical function of the pen is not affected by the faulty display, but it is not possible to use the dose memory function. The fault is caused by accidental damage during use of the device. The reported hyperglycaemia could be attributed to underlying medical condition of type 2 diabetes mellitus. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Continued: evaluation summary: a visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. It was not possible to reach the memory. Memory display was blank. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts. Microscopic examination performed. Corrosion was observed inside the electronic module. The display has turned blank due to corrosion of the electronics, as a liquid has entered the pen. The mechanical function of the pen is not affected by the faulty display, but it is not possible to use the dose memory function. The fault was caused by accidental damage during use of the device.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose increased [blood glucose increased]. There was no memory function. [Device information output issue]. Case description: this serious spontaneous case from china was reported by a consumer as "blood glucose increased(blood glucose increased)" with an unspecified onset date, "there was no memory function.(device information output issue)" with an unspecified onset date, and concerned a 47 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novomix 30 penfill (insulin aspart) (dose, frequency & route used- 18 iu, bid (18 u in the morning and 18 u in the evening)) from unknown start date for "type 2 diabetes mellitus", patient's height: 170 cm . Patient's weight: 75 kg . Patient's bmi: 25.95155710. Current condition: type 2 diabetes mellitus (since 18 years). Historical condition: to adjust blood glucose. Historical drug: novorapid. Procedure: hospitalization (to adjust blood glucose). Concomitant products included - metformin . On an unknown date, patient was using novopen 5 and there was no memory function. On an unknown date, patient's daily blood glucose was not controlled well, fasting blood glucose (blood glucose) was 7.8 mmol/l, and blood glucose (blood glucose) before dinner was 12.9 mmol/l. In (B)(6) 2023, patient was hospitalized due to this event to adjust blood glucose for 10 days (specific dates unknown) it was mentioned that for the poor blood glucose control, the patient did not think that it was caused by novopen and novomix 30 products. Batch numbers: novopen 5: hvgn932 . Novomix 30 penfill: requested. Action taken to novopen was not reported. Action taken to novomix 30 penfill was not reported. The outcome for the event "blood glucose increased(blood glucose increased)" was not reported. The outcome for the event "there was no memory function.(device information output issue)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) since last submission the case has been updated with the following final report date in EU/ca tab was updated since novopen 5 was still under investigation. Preliminary manufacturer's comment: 21-jul-2023: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No conclusion is reached. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".